Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the insulation on the large needle driver instrument has a burn mark. The site believes that the burn to the instrument likely occurred during processing.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode with the following clarification: the instrument's main tube exhibits a stress mark. The stress mark is located near the midpoint on the main tube. Engineering concluded that the damage was likely caused by the application of force applied to the main tube. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.